Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to a component failure of the ceramic head (insulation beak). The ceramic head (insulation beak) failure is a mechanical problem, but the cause of the ceramic head (insulation beak) failure could not be determined. The most likely cause is an adjustment problem. Therefore, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had a loose ceramic tip. There were no reports of patient involvement.